Event description:
Plaintiff was implanted with an ams perigee graft ¿on or about (B)(6) 2006¿ to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff¿s attorney alleges that the plaintiff ¿suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, vaginal scarring¿, as well as ¿significant mental and physical pain and suffering.¿ plaintiff¿s attorney also alleges that the plaintiff was ¿injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering,¿ along with other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.